Manufacturer narrative:
Method: could not perform. Reported device could not be identified. Results: device history review could not be performed as the reported device was no properly identified. Device inspection could not be performed as no device was returned. Complaint history review could not be performed as the reported device was not properly identified. Conclusion: the event could not be confirmed nor the root cause of the reported event determined because no device and/or insufficient information was provided for review.

Event description:
It was reported that the patient had neck surgery in (B)(6) 2014. Patient stated that he was having pain and it was discovered during his 1 year check up that the screw in his neck broke. Patient is currently on disability and seeking compensation. Patient is scheduled for revision on (B)(6) 2016.

Event description:
It was reported that the patient had neck surgery in (B)(6) 2014. Patient stated that he was having pain and it was discovered during his 1 year check up that the screw in his neck broke. Patient is currently on disability and seeking compensation. Patient is scheduled for revision on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Additional catalog information received. Investigation is pending and a follow up report will be sent once investigation is competed.

Event description:
It was reported that the patient had neck surgery in (B)(6) 2014. Patient stated that he was having pain and it was discovered during his 1year check up that the screw in his neck broke. Patient is currently on disability and seeking compensation. Paitent is scheduled for revision on (B)(6) 2016.

Manufacturer narrative:
Method: risk assessment; result: device history review could not be performed as the lot code was not provided. Device inspection could not be performed as no device was returned. Complaint history review could not be performed as the lot code was not provided. Conclusion: the event could not be confirmed nor the root cause of the reported event determined because no device and/or insufficient information was provided for review.

Event description:
It was reported that the patient had neck surgery in (B)(6) 2014. Patient stated that he was having pain and it was discovered during his 1year check up that the screw in his neck broke. Patient is currently on disability and seeking compensation. Patient is scheduled for revision on (B)(6) 2016.